Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. No third-party assistance was required. A system check was performed by tandem technical support and the occlusion was found to be due to the improper seating of the cartridge on the pump. The customer cleaned the pneumatic tap area of pump and change supplies as necessary.